Event description:
Further information reveals that the patient underwent full revision surgery on (B)(6) 2012. During surgery, the new generator was attached to the old leads and the high impedance persisted, so the lead was replaced as well. The explanted products were returned to the manufacturer, but analysis is pending. Attempts for further information from physician have been unsuccessful to date.

Event description:
Analysis was completed on the returned products. Upon analysis, no anomalies were found with either the generator or returned lead portion. Note that a small portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present.

Event description:
It was reported that the patient's device was showing high impedance on diagnostics. The patient has been referred for revision surgery, but it has not occurred to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.